Event description:
It was reported to boston scientific corporation in 2008, that a stonetome stone removal device was used during an est procedure (endoscopic sphincterotomy) on the same day. According to the complainant, "the device was inserted onto a guidewire without any friction. The physician noticed the distal portion of the device would not bow and the cutting wire was already separated." The procedure was completed with another stonetome stone removal device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.